Event description:
The advocate stated the customer tested her blood glucose and received a reading of 409 mg/dl using her contour meter. She retested using another meter and received a reading of 79 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.